Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient received two inappropriate shocks later in 2025, due to oversensing of noise. All evidence indicates the s-ICD continues to remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to t-wave oversensing and noise. The s-ICD was reprogrammed and remains in service. Additional information provided from the field indicated the patient received two inappropriate shocks later in 2025, due to oversensing of noise. All evidence indicates the s-ICD continues to remain in service. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was visually inspected to be properly connected together. This was further confirmed with a tug test and x-ray imaging, which showed a clear connection between the can and electrode. There was a change in the electrode body in the area of the tunneling from the pocket to the xiphoid process. Manipulation of the system was not able to reproduce noise. The physician elected to surgically intervene further and the s-ICD system was explanted and replaced. The electrode did get fractured when the physician was removing it from the pocket. No additional adverse patient effects were reported.